Manufacturer narrative:
(B)(4).

Event description:
Procedure: pneumonectomy. According to the reporter: the handle of the idrive was used with the egia60amt sulu and neoveil reinforcement material for the case. No problem was confirmed in the first firing. In the middle of the second firing with the egia45amt reload and neoveil, it stopped firing half-way and could not be completed. After replacement of egia45amt reload with neoveil attached, no problem was confirmed to complete the case. Patient was not harmed. The patient current status is good. Operating time not extended. No additional tissue resection. No tissue damage. No additional bleeding. No problem in release of device from tissue. No patient info is available for gender, age and weight.

Manufacturer narrative:
(B)(4).